Event description:
It was reported that the patient had high impedance. The patient¿s lead and generator were replaced. The explanting facility historically does not return explants, and therefore the lead and generator have not been returned. No additional information has been received to date.